Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons were unresponsive after the patient swam with the pump. It was noted that there was condensation under the display screen. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. Visible moisture was present under the display screen and the pump casing was cracked near the top of the display. The pump failed to power on and the keypad complaint was unable to be tested. The pump was opened and moisture damage was present on the printed circuit board.